Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during patient use, a ventilator was triggering a respiration after the patient took a breath. There was no report that the patient was transferred to another ventilator. There was no report of patient harm as a result of this event.